Event description:
Unomedical reference number (B)(4). Event occurred in poland on (B)(6) 2024, it was reported that the patient faced an issue since there was air bubble in the tubing. No further information was available.